Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple change cartridge error messages while attempting to load multiple new cartridges. The customer's blood glucose (bg) level was 260 mg/dl. Reportedly, the customer indicated that they would call their healthcare provider to obtain backup insulin therapy to address bg level and to use until replacement is received.

Manufacturer narrative:
The failure investigation has been completed and the reported issue was confirmed. In addition, a different issue was found.